Manufacturer narrative:
Additional information was received that the patient could not specify the type of damage the device was causing to the nerves. It was believed to be in regards to the patient¿s bladder wherein the patient was experiencing frequent urination and irritation in the scrotum area which the urologist could not determine the root cause. Medication was prescribed but it was not effective. There will be no further course of action will be taken at this time.

Event description:
A report was received that the patient's urologist thought that the device had caused nerve damage.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's urologist thought that the device had caused nerve damage.